Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with one plus diffuse lamellar keratitis of the left eye one day following lasik treatment. The topical steroids were increased and an oral steroid was prescribed. The patient reported good vision and comfort. Additional information received; the symptoms resolved four days following onset.